Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Beeping tones from the device were reported to be heard. No data analysis from this device was performed. This device was explanted and replaced. No additional adverse patient effects were reported. Device remains in the possession of the explanting hospital.